Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and advised the patient to contact the hospital to finish therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.